Event description:
It was reported to baxter (B)(4) that one ce infusor lv 1.5 device was observed leaking. According to the report, excess fluid was observed in the overpouch which contained the device and the source of the leak is unknown. The leak occurred after filling and before patient use. The device was filled with fluorouracil with a concentration of 10.82 mg/ml and a total fill volume of 277.2 ml. There is no report of patient injury or medical intervention. No additional information is available.

Manufacturer narrative:
(B)(4). The sample was not returned to baxter for evaluation. Therefore, the reported condition of "leak" could not be confirmed. Should the sample and/or additional information be received, a follow-up report will be submitted. A batch review was conducted and revealed that the product met all acceptance criteria for release.